Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a rash prior to obtaining the lifevest. It was reported that the lifevest caused the patient discomfort due to her pre-existing skin condition. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the lifevest periodically due to skin condition. Outcome of the skin irritation is unknown.